Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
Fits good, easy to do. However, it became two pieces within a week. Able to still use, but uncomfortable trying to keep the piece together. Thanks for a replacement.